Event description:
It was reported that after successful implant of a stent graft, the tip of the device separated during removal of the delivery system. The tip remained inside of the stent graft; a snare was used to remove the tip. There was no report of injury to the patient.

Manufacturer narrative:
The review of the manufacturing records show that no remarkable incidents occurred. The stent graft remains implanted and the delivery system was discarded by the facility. The event investigation is currently underway.